Manufacturer narrative:
The device has not been explanted.

Event description:
It was reported that the patient had complained about the having intermittent functioning of his device along with some pain.